Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017 the reporter contacted animas alleging that on (B)(6) 2017 the patient was hospitalized for elevated blood glucose (bg) with ketones associated with a short battery life issue. No bg values were provided. The pump had reportedly been experiencing a short battery life issue for the past six months but the patient did not notify the distributor of the issue. The reporter confirmed that the correct battery type is being used but batteries only last a few days. Troubleshooting indicated that the battery had gone low and the pump emitted a ¿replace battery¿ alarm, but the patient was sleeping at the time and slept through the alarm and woke up with elevated bg. The patient reportedly attempted to correct the high bg but ketones continued to elevate, so an ambulance was called. The patient was reportedly taken to the hospital and was treated with insulin and intravenous glucose, which resolved ketones and bg levels. Troubleshooting indicate there was no damage to the pump and no moisture in the pump. Additional troubleshooting could not be completed at the time of initial contact, as the pump was unavailable. The reporter followed up with animas on (B)(6) 2017 and stated that the patient was in the hospital for two nights and then was discharged on (B)(6) 2017 on a replacement pump. This complaint is being reported based on the allegation that the patient experienced hyperglycemia requiring medical intervention associated with a short battery life issue that led to power loss.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 09/18/2017 with the following findings: review of the black box data revealed an unacknowledged loss of prime alarm recorded (B)(6) 2017 at 19:20. The alarm was confirmed at 21:49 when the pump emitted a low battery alarm. The battery was, however, not replaced at that time. Partially discharged batteries were then installed in the pump on (B)(6) 2017 and again on (B)(6) 2017, resulting in low battery warnings. The last basal delivery was recorded on (B)(6) 2017. On examination, the battery compartment and battery cap were intact and without damage. The cap fit on the pump securely and was able to maintain electrical connection. Electrical current draws were evaluated and found to be within required specifications. The pump was exercised for 24 hours without duplication of the complaint. The total daily doses added up to correctly reflect the user¿s programmed basal rates. The pump passed delivery accuracy test and was found to be delivering accurately and within range. The pump was opened for further investigation and did not reveal any evidence of damage, defect or contamination of the pump¿s interior components. A "battery life" issue was not duplicated during testing.